Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: d4. D4 - UDI# - (B)(4). Review of the most recent repair record determined the width plates were worn. The width plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome was not cutting properly. There was no harm, no delay, no variance, no alternate contact. No adverse event was reported as a result of this malfunction.